Manufacturer narrative:
Date of post-operative infection development is unknown. (B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed on part #04.004.443, lot #7821183: manufacturing location: (B)(6), manufacturing date: nov 03, 2014, expiration date: sept 30, 2023: components: part 21012 bp80, lot 7777897 was reviewed. Raw material batch was provided by supplier (B)(6). Certificate of report received from supplier meet specification. Inspection sheet for in-process acceptance sheet and inspection sheet for final inspection meet acceptance criteria of inspection sheet. No non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a tibial nail and four (4) 5.0mm locking screws on (B)(6) 2017. The patient was returned to the operating room on (B)(6) 2017 for hardware removal and subsequent below the knee amputation due to an infection. It was reported that the nail and screws were removed intact and there was no delay in surgery. It was also reported that the patient was previously treated with a non-synthes circular fixator. The procedure was completed successfully with a good patient outcome. This report is for one (1) 10mm ti cannulated tibial nail-ex/315mm-sterile. This is report 1 of 2 for complaint (B)(4).